Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2022; explant date section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead, (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: MRI code, 06315150000, per caller one of the leads is in the fatty tissue, outside of the epidural space. On (B)(6) 2026: caller states one of the patient's (pt) leads migrated out of the epidural space. Caller stated that one of the patient's lead is "off". Tss reviewed information from original call and caller confirmed lead is out of epidural space. Tss located MRI mode code indicating that "eligibility cannot be determined". Tss reviewed mris would not be recommended and redirected patient to hcp to discuss next steps. No symptoms were reported.